Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported powered down without user input, which was not reproduced during evaluation. A review of the event history log identified improper shutdown messages. The device was found to operate within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The 'improper shutdown!' Alarms in the log were likely a result of normal pump operation or cause by the not returned battery module and alternating current power adapter. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered down without user input. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.